Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer had damage and causing safety hazard, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 has bad rails and unable to close drawer. A field service engineer used diagnostics to remove cubies from drawer 5.1, while cubies from drawer 5.2 were manually removed and then replaced the drawer. Reinserted cubie pockets on new drawer and rebooted device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer had damage and causing safety hazard, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: section d unique device identifier (UDI) part analysis: the report of the drawer damage was confirmed by fse. According to wo (B)(4): the fse reported that the hh aux drawer 5.2 has bad rails and is unable to close drawer. Used diagnostics to remove cubies from drawer 5.1, manually removed cubies from 5.2. Fse replaced drawer, reassembled drawer and reinserted cubie pockets on new drawer. Rebooted device and used diagnostics to test drawer, all drawer components working properly. Customer successfully assigned drawer. Laboratory inspection confirmed that the received drawer did not present any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. During laboratory testing both drawers were opened, and resistance was observed on the bottom drawer. Further investigation observed that bearing retainer and ball bearing were missing on bottom drawer right side. No further test was performed due to the problem having been found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the damaged drawer was identified and attributed to a missing bearing retainer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had damage and causing safety hazard, preventing user from removing the required medication and which was causing delays. As per part investigation, it was determined that during installation of the cubie pockets the last row did not detect 3 cubie pocket installed. There were no adverse events or injuries reported based on this event.